Event description:
Our customer imris informed us about a complaint of their endcustomer: a pro med instruments doro product has malfunctioned in such way that it may contribute to a pt injury of the issue were to recur. Further info on the phone: dr reported, that there was a movement when they were proceeding with a craniotomy. Mr. (B)(4) believes it was a fault of usage.